Event description:
It was reported that during a hemorrhoidopexy, the stapler would not fire. The stapler was removed from the pt and it was found the knife had not cut through the mucosa. Case was completed with another device with no pt consequence. Or time was extended by 30 minutes.